Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (no power) issue. The reporter alleged that the pump had no power. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the pump¿s black box history showed no evidence of the pump losing power. No battery cap was returned with the pump. A test battery cap was used to complete the investigation and was able to be fully secured to the pump. Evaluation revealed that the battery compartment was cracked in the thread area below the grip pad. During testing, the pump powered on with audio tones and vibrations functional. The pump case was removed and no evidence of moisture was found inside the pump. Unrelated to the complaint, evaluation revealed that the display screen was blank and damaged. A test display was inserted and found to function appropriately. Also unrelated to the complaint, evaluation revealed that the keypad cover was torn between the up arrow and down arrow. The functionality of the keypad buttons was not able to be investigated due to the blank display issue. The keypad cover was removed and no contamination was found under any button contacts. The power issue was not able to be adequately investigated due to the blank display issue.